Event description:
It was reported that the ventilator did not deliver flows while connected to an als patient. The patient was removed from the ventilator and manually ventilated. No patient harm reported. During bench testing, they were unable to duplicate the reported problem on a test lung. It was noticed that the peep seemed to vary by 2 or 3 cmh2o.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator.